Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmissions in back-up mode. The patient was brought into the clinic for further troubleshooting. Device download was performed successfully.